Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v120700, implanted: (B)(6) 2008, product type: lead; product ID 3387s-40, lot# v068863, implanted: (B)(6) 2008, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A manufacturing representative reported a power on reset (por) and a 0x400 parity error code was displayed on the clinician programmer. The por message was able to be successfully cleared. There were no prior incidences of parity pors. The patient's indication for use is dystonia.